Manufacturer narrative:
The customer inspected the module including the check valves and seals of the r1 syringe, as recommended by the customer service representative but was unable determine a single definitive part the likely cause for the result issue. The alinity c processing module serial number (B)(6), was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for alinity c revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the alinity c processing module and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module, serial number (B)(6) . Complete information for section a1 patient identifier is (B)(6) .

Event description:
The customer observed falsely elevated alinity c magnesium results for one patient. The following data was provided which was not reported out of the lab: sid (B)(6) processed on (B)(6) 2023 initial magnesium result = 3.44 mmol/l repeat 0.53 mmol/l reference range = 0.66-1.07 mmol/l no impact to patient management was reported.